Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation, vesicles and exudate, encapsulation, rejection reaction due to allergic reaction, and lump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected to the superior and inferior lips with juvéderm® volift with lidocaine ¿without issues, without hematomas and ecchymosis.¿ prior to the injection patient was pretreated with anesthesin topical cream (lidocaine 2%) for 20 minutes, then it was removed and asepsis was performed. The day after injection patient developed ¿only a slight inflammation¿. Approximately 2 months later it evolved to ¿severe inflammation¿ with ¿vesicles and exudate¿ in the lips, predominance of superior region. The probable cause of the event is noted as ¿possible encapsulation of hyaluronic acid¿ or ¿rejection reaction to the product (to the crosslinking agent) probably¿ and the initial diagnosis is noted as ¿inflammatory reaction vs. Rejection reaction¿ due to allergic reaction. Patient was prescribed antibiotic therapy, ice, topical corticosteroid, and amoxicillin + clavulanate. Symptoms ¿already resolved.¿ from the following day there was ¿dis-inflammation and a little more improvement¿ and by a few weeks after onset ¿it looks much better.¿ there is still a ¿small effect lump in the lower lip toward the right side and a little towards the area of the mustache.¿ additionally, there are ¿just a few findings that still persists but are less evident.¿